Manufacturer narrative:
(B)(6). The product has not returned for analysis, however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a left sided atrial flutter (l-afl) ablation procedure in which a pentaray nav high-density mapping eco catheter was used, and a medical device entrapment occurred and a spline ruptured with a catheter fragment remaining in the patient . The physician decided to use a pentaray nav high-density mapping eco catheter in a patient with a prosthetic mitral valve. During the case, one of the pentaray nav high-density mapping eco catheter splines got ruptured and the catheter fragment remained lodged in the patient¿s left ventricle. Ultrasound and fluoroscopy were used to check the spline position. There¿s no information regarding extended hospitalization or current patient condition. Physician¿s opinion regarding the cause of the event is that it occurred due to the patient¿s anatomical conditions as the patient has a prosthetic mitral valve close to the septum region of the left atrium. At the end of the procedure, there was a discussion on whether a surgical intervention was required to remove the detached fragment from the patient¿s body; however, it is unknown at the time if further intervention was performed. It was concluded that the patient would remain under observation for further medical action. No patient consequences were reported. Per the pentaray nav high-density mapping catheter instructions for use (IFU) ¿ the usage of pentaray¿ catheters in patients with prosthetic valves is contraindicated. This event was assessed as a ¿medical device entrapment¿ to reflect a reportable malfunction since the issue occurred is critical and serious. In addition, the "spline rupture" was also assessed as a reportable issue.

Manufacturer narrative:
Investigation summary: it was reported that a 43-year-old female patient underwent a left sided atrial flutter (l-afl) ablation procedure in which a pentaray nav high-density mapping eco catheter was used and a medical device entrapment occurred and a spline ruptured with a catheter fragment remaining in the patient . The physician decided to use a pentaray nav high-density mapping eco catheter in a patient with a prosthetic mitral valve. During the case, one of the pentaray nav high-density mapping eco catheter splines got ruptured and the catheter fragment remained lodged in the patient¿s left ventricle. Ultrasound and fluoroscopy were used to check the spline position. There¿s no information regarding extended hospitalization or current patient condition. At the end of the procedure, there was a discussion on whether a surgical intervention was required to remove the detached fragment from the patient¿s body; however, it is unknown at the time if further intervention was performed. It was concluded that the patient would remain under observation for further medical action. No patient consequences were reported. An analysis was performed on the pictures that were provided by the customer. According to pictures, the pentaray nav high-density mapping eco catheter was observed with one of the splines broken with exposed inner wires. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint regarding the device damage was confirmed. Root cause of the device damage was related to customer use. According to the instructions for use (IFU), this device is contraindicated for patients with prosthetic valves. However, the device has not been returned for analysis. Since no device has been received, no product investigation can be performed. Therefore, it is s not possible to determine the root cause of the failure. If the device is received in the future, the product analysis will be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).